Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the patient, a 61-year-old male, underwent right tibial plateau fracture surgery in hospital on (B)(6)2023 (the specific surgery name was unknown). The surgeon used w9962 to perform the full-layer sewing of the incision in the way of interrupted suturing during the surgery. The intraoperative suturing operation was smooth. The patient was discharged smoothly on (B)(6)2023, and developed wound erythema and inflammation on (B)(6)2023. Then the doctor removed the suture, opened the incision, and treated with iodophor disinfection and dressing change. Then the patient's incision healing was improved. No subsequent adverse event report was received (B)(4) .

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was obtained: according to feedback of the sales rep, procedure date should be (B)(6) 2023 .

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the patient require re-suturing after the surgeon cut open the patient¿s wound? Did the patient have an infection? Were cultures performed? Results? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures changed recently? If yes, please describe what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon's name? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the patient require re-suturing after the surgeon cut open the patient¿s wound? Did the patient have an infection? Were cultures performed? Results? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures changed recently? If yes, please describe what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon's name?

Event description:
It was reported that a patient underwent a procedure for a right tibial plateau fracture on (B)(6) 2023 and suture was used. After successful anesthesia, the patient took the supine position, conventional disinfection shop sterile towel sheet, affected limb bleeding, and upper tourniquet. Take the right tibia through a curved approach with a length of approximately 6cm. Cut through the skin, subcutaneous tissue, and fascia, split the tendon above the gerdy nodule along the middle, and peel it sharply to both sides. Cut through a portion of the tibialis anterior muscle insertion point and peel it off to the bone surface under the periosteum. After the operation, check that the fracture is well reset, the joint surface is flat, and the fixation is reliable. The c-arm x-ray machine fluoroscopy shows that the fracture is well aligned, the steel plate and screw are in good position. Flush the joint cavity and incision, close the joint cavity, and suture the incision layer by layer with absorbable suture. The patient was discharged smoothly on the 8th postoperative day, and on the 17th postoperative day, the wound showed redness, edema and inflammation. The doctor cut open the patient's wound, disinfected it with iodine, and changed the dressing. Additional information was requested.